Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in complaint activity in conjunction with the issue currently under evaluation. A panel of abbott subject matter experts reviewed the submitted data and concluded that since the results in the second run are roughly three times higher than in the first run, incomplete sampling volume in the first run caused the issue. A short sample was most likely caused by a clot in the patient sample and the customer issue is most likely sample related. The cell-dyn sapphire system operator manual contains information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest a systemic issue or product deficiency exists.

Event description:
The customer reports the following cell-dyn sapphire generated results for one patient: (B)(6). There is no impact to patient management reported.